Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that multiple knife blades were very blunt during cataract surgeries. Alternate knives were obtained in order to complete the procedures. There was no impact to any patient.